Manufacturer narrative:
The reported events of high lead impedance and the stylet could not insert were not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the lead, it was noted that the lead exhibited high pacing impedance and the guidewire failed to be inserted. The lead was not used and was replaced. The patient was in stable condition throughout the procedure.